Manufacturer narrative:
The field service engineer (fse) was dispatched to customer site. Upon arrival at customer's site, the fse cleaned and aligned tip chute and adjusted the r/t door. The customer removed the blue cover and cleared tips from the wash chute. The customer ran controls with no issues. No other issues were observed. A complaint and service history review was completed for serial number (B)(4) from 19-(B)(4) 2015 through (B)(4) 2016 for similar complaints. There was no complaints reported during this time period that were similar to the present issue. The probable cause of the event was a misaligned tip chute. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(4) 2016 a customer reported error 4124 (sample-z bump) with their aia-900 analyzer. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.